Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: explant procedure: exploration and removal previously placed mesh, [illegible] ventral hernia repair. On (B)(6) 2009: (B)(6) . Physician not provided. Operating room record. Pre operative diagnosis: ¿infected mesh from previous ventral hernia repair.¿ procedure: ¿exploration and removal previously placed mesh, [illegible] ventral hernia repair.¿ on (B)(6) 2009: (B)(6) . Operating room record. Wound class: ¿ii clean contaminated.¿ relevant medical information: on (B)(6) 2010: (B)(6) . Consult. ¿this is a 49-year-old patient of dr. (B)(6) who is familiar to me because several years ago, she had a gastric bypass and then had a perforated ulcer. An emergency operation for this [sic]. An open wound and eventually developed a hernia. Two years ago she had a repair of this hernia with dual gore-tex mesh and seemed to be doing well but she presented with pain and fluid around the graft. This was aspirated and did not grow any bacteria but it kept refilling in. With fluid around this mesh, we assumed that it is an infected mesh and had to come out and this eventually eroded through the skin and started draining through her umbilicus despite being on antibiotics, it got worse. The midline incision was carried down. Found that the pocket over the mesh was full of pus. We took a syringe, filled it and cultured it although eventually this grew nothing. We removed all the spiral tacking sutures and we removed all of the mesh and the prolene that we had placed for laparoscopic approach. I did not see any bowel injury or any reason for this infection that came 2 years after the surgery. I approximated this in the fascia but she has since developed recurrent hernias and in this midline there was 3 or 4 looking at the cat scan myself. One very large 1 at the top. Her pain seems to be more to the right and off center when examined. In any case, currently she has pain in the right flank that radiates to the right lower quadrant and possibly the groin area the pain began on (B)(6) 2010. No prior symptoms. CT scan was reviewed with dr. (B)(6) and showed some very mild right hydronephrosis but also inflammation around the kidney consistent with pyelonephritis. Patient denies shortness of breath, chest pain, cough, nausea, vomiting or light headedness.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Following gore¿s investigation, the previously submitted annex f code has been updated to reflect gore¿s final conclusion. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh.¿these may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: [ni] [not indicated]. Implant procedure: laparoscopic lysis of adhesions and repair of ventral hernia with 15 cm x 19 cm dual mesh, gore-tex. Implant: ¿dual mesh, gore-tex¿ [[not provided], 15 cm x 19 cm] implant date: (B)(6), 2007 (hospitalization unknown) ¿ (B)(6) 2007: (B)(6) health. (B)(6), md. Operative report. Indications: the patient is status post a gastric bypass and has successfully lost a significant amount of weight. She has a ventral hernia that has been bothering her for sometime. She has a persistent complex cystic mass on the left ovary and so we planned to do a laparoscopic exploration, take out the rube and ovary, possibly hysterectomy, and then if possible then go on to fix the ventral hernia. Dr. (B)(6) and dr. (B)(6) will dictate their part of the procedure. They started. Surgeons: dr. (B)(6). Dr. (B)(6) and dr. (B)(6) will dictate their portions. Description of procedure: ¿I joined dr. (B)(6) and dr. (B)(6) in progress. They had already taken the left ovary and tube out. They had sent it for frozen and found that it was benign. They had a midline trocar near the suprapubic area that they have already closed. They had a large trocar (B)(6) in the infraumbilical area, and then two 5 mm ports in the left and right lower quadrant. We started by re-prepping the skin with duraprep, letting it dry, putting new towels around and new sheets around. I had dr. (B)(6) take out the humi uterine manipulator and also place a foley catheter. He had straight cathed her at the beginning of the case and then we could see that the bladder was starting to fill. The patient has a history of bladder problems and had to be straight cathed for a long period after her last operation. In any case, the bladder decompressed nicely with the foley catheter, and we were able to take some of the adhesions down from the current ports using the 5 mm, 30 degree scope and the ligasure. We took down these adhesions form the midline all the way up to the liver. The liver was actually stuck to the anterior abdominal wall. We took this down as well working on the place between the abdominal wall and the liver, and peeling the liver down successfully. There was no bowel stuck up by the hernia. We continued to work and then, once we had everything freed, we put two more 5 mm ports up in the left upper and the right upper quadrant and sized the defect. Adding 4 cm to either side of the defect gave up at least 15 cm wide. Looking along the midline, you could see that beside the main hernia, there were other small areas that were weakened that you could see between sutures and, in addition, the infraumbilical incision would be incorporated in this area. We decided to use a mesh long enough to cover the entire midline all the way down past the umbilicus. This was 15 x 19, dual mesh. We put four sutures in the corners. We labeled it top, bottom, right and left on both surfaces, and we rolled it. We took out the midline umbilical cap to the trocar to slip the mesh in. It reinsufflated and unrolled the mesh, reoriented it. We started at the top since this was going to be our limiting factor, that is very close to the xiphoid. We made a small incision, passed the suture passer through and grabbed the suture on either end, about 1 cm apart, pulled this up and clamped it with hemostats. We then did the left and right side and finally the bottom side. As the bottom side went, we were going to have to take our other (B)(6) port put of the umbilicus. S we did, we took it out, we closed the fascia with three figure-of-eight 0 ethibond sutures making it airtight and left the skin open. Then we were able to size where to put the last suture passer and then tied up all four sutures. This seemed to work well without too much tension, without too much redundancy. We then started stapling with the protac stapling device and used all the staples in this one device. We then, at the inferior edge, decided to add some more prolene and we did this by making small incisions, putting the passer through the incision, the fascia and in through the mesh, holding it and passing a prolene to it and pulling it out and doing it again until we had horizontal mattress type sutures. We did this two times near the bottom just to complete the circle. We tied the sutures up and this worked well. We then deflated the abdomen, closed the skin in all 5 mm ports with two layers of 4-0 vicryl. The needle holes and the small stabs where the sutures had been we just steri-striped shut. The patient tolerated the procedure well and was sent to the recovery room in good condition. The total operation took about four-and-a-half hours.¿ ¿ product identification records for the alleged gore device were not provided. Explant procedure: [name of procedure not provided]. Explant date: (B)(6), 2009 (hospitalization unknown) ¿ (B)(6) 2009: (B)(6) hospital ¿ (B)(6). (B)(6), md. Operative report. This is a very pleasant 48-year-old white female patient of dr. (B)(6) who had previous gastric bypass unsuccessfully and then had a perforated ulcer and had emergency operation for this open wound and developed a hernia. Two years ago this was repaired with a dual gore-tex mesh and seemed to be doing well but she presented pain and had fluid around thus graft that had nearly formed and getting bigger. This was aspirated and did not grow any bacteria. The pain was returning, it was filling back up, and we were presuming this was an infected mesh and needed to come out. So she is scheduled for that. In the meantime she started to develop drainage and redness in her umbilicus over the last couple of days despite being on bactrim. So she is here today with a strong suspicion of infection of her mesh and some necrosis of her umbilicus. Procedure: ¿the patient was placed on the table in supine position, prepped and draped in the usual sterile fashion, antibiotics were given IV. We started with a hemostat pushing on the area of inflammation on the umbilicus and it did drop in and the tissue was very necrotic. We then made a midline incision, carried down through the skin and superficial fatty tissue, broke into pocket over the mesh and there was pus, took syringe fill and cultured it. Then we worked our way around circumferentially removing all the spiral tacking sutures that we could find, presumably got them all, as well as the four prolene sutures holding this on place from a laparoscopic approach. Then once the mesh was out we searched diligently over the undersurface which was more of a thickened peel, making sure there was no injury to bowel or anything like that and did not find any. We actually scraped this lining on the undersurface of the fascia with the curet to remove any possible lingering source of infection. We took a piece of the mesh and cut it and put it in for culture. Now working our way down from this upper incision to the umbilicus, again surprised to see that the umbilical skin and subcutaneous tissue was just necrotic, so we excised it completely, the umbilical skin all the way down to the fascia and then had to resect more until we got back to healthy looking subcutaneous. We used curets on some of this tissue as well to remove it. Once we satisfied we got all the infected tissue out, then we used 2-0 pds looped, starting at each corner, running from the top to bottom and bottom to the top, taking large bites, the facia was very attenuated and we tied across closing the fascia. We then approximated the skin interruptingly with staples and leaving spaces to pack, especially the umbilical area. Packed with iodoform gauze, dry dressing applied and montgomery straps and the patient sent to recovery room in good condition.¿ a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.   It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore® dualmesh® biomaterial  instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2007 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2009, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: abdominal pain, infection, mesh removal, erosion. Additional event specific information was not provided.